Manufacturer narrative:
(B)(4). Damaged jaws. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. During functional testing the instrument jammed once due to the improper advancement of the clips that did not allow the subsequent clips to be fed. After the clip was removed the subsequent clips could be fed. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unk procedure the no clips came out of the device and the device could not be activated. No pt consequences were reported.